Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/00: [missing records: an operative report for possible hernia surgery was not provided.] On (B)(6) 2001: [missing records: an operative report for ¿incarcerated umbilical hernia emergently repaired¿ was not provided.] On (B)(6) 2001: [missing records: an operative report for ¿recurrent supraumbilical hernia repair with mesh¿ was not provided.] On (B)(6) 2002: [missing records: an operative report for possible hernia surgery was not provided.] On (B)(6) 2005: [missing records: an operative report for ¿hernia surgery, mesh placed¿ was not provided.] On (B)(6) 2009: [missing records: an operative report for possible hernia surgery was not provided.] On (B)(6) 2010: [missing records: an operative report for ¿umbilical hernia repair¿ was not provided.] ??/??/??: [missing records: records for the CT scan showing ¿fat containing ventral hernia¿ were not provided.] On (B)(6) 2011: (B)(6) medical center. (B)(6) , pa; (B)(6) , md. Office notes. Presents to establish care. Supraumbilical hernia, has 2 previous operations, was due for revision but surgeon relocated and not yet completed. Hiatal hernia, controls with diet. Previous CT shows fat containing ventral hernia. On (B)(6) 2011: (B)(6) medical center. (B)(6) . Office notes. Referred for evaluation of longstanding, but recently more symptomatic (discomfort) suspected ventral/periumbilical hernia. Developed incarcerated umbilical hernia emergently repaired 2001. 3 months after, developed recurrent supraumbilical hernia repair with mesh. Did heavy lifting/physical labor for work (installing boilers/furnace work) reports developing another recurrence supraumbilical site approximately 3 years ago (noted recurrent bulging just to left of incision). Initially never bothered him. Developed increasing discomfort, evaluated in (B)(6) 2010 (included CT scan), scheduled for elective repair (B)(6) 2010 which he canceled. Reports palpable bulge has slowly gotten larger (now size of small lemon). Hernia ¿pops¿ out with any straining, intermittent discomfort. Has always been able to manually reduce by lying down. Has not worked in past year due to medical/pain issues. Now interested in pursuing elective repair. Abd: protuberant. Healed approximately 6 cm midline supra-umbilical incision. At superior aspect, to left-palpable defect with valsalva. Due to large body habitus, thick abdominal wall, I can not appreciate true fascial edges or size of defect. Reducible. On (B)(6) 2011: [missing records: records for the CT scan showing ¿diastases recti. Ventral hernia approximately 5 cm cephalad to the umbilicus contains omental fat¿ were not provided.] On (B)(6) 2011: (B)(6) medical center. (B)(6) . Office notes. Operative reports from prior surgery (B)(6) 2001 doesn¿t report size of suspected de novo supraumbilical hernia defect but was repaired using 3x5cm piece mesh placed subfascially, secured with prolene sutures. CT (B)(6) 2011 confirms: diastases recti. Ventral hernia approximately 5 cm cephalad to the umbilicus contains omental fat. Hernia defect measures approximately 1.3 x 2.0 cm. There may be additional tiny defect more caudally. Impression: risks and benefits of procedure were clearly explained, all questions answered. On (B)(6) 2011: (B)(6) medical center. (B)(6) . Operative report. Preoperative diagnosis: ventral incisional hernia. Procedure: ventral incisional hernia repair with mesh (gore dual mesh). Removal of previous polypropelene mesh. Postoperative diagnosis: three incisional/ventral hernias. Approach: open. Implants: gore dualmesh trimmed to 14 x 14 cm. Specimen removed: excised mesh. Complications: none. Operative findings: ¿two small supraumbilical hernias with incarcerated omentum and periumbilical hernia defect, mesh adherent in the midline, excised in its entirety. Fascial edges trimmed back to healthy fascia. Final fascial defect measured 8 x 8 cm. Underlay mesh repair with 14 x 14 cm gore dualmesh tacked in place with interrupted 0 prolene sutures. The incision was closed in layers.¿ condition: stable. Disposition: recovered in the pacu and then transferred to the floor. Indications: mr. (B)(6) is a 47-year-old male with obesity, hypertension, depression and lower back pain. He is referred for evaluation of a longstanding but increasingly symptomatic recurrent ventral periumbilical hernia. He has a history of prior repair x 2. A CT scan was performed which demonstrated 2 supraumbilical defects as well as a small defect at the umbilical area. After further discussion with the patient and discussion of the risks and benefits of the procedure, the patient wished to proceed with elective hernia repair with mesh. Description: ¿the patient was met in the preoperative holding area where he was correctly identified and informed consent confirmed in the computer. He was brought to the operating room and laid supine on the operating room table. General endotracheal anesthesia was initiated. His abdomen was then prepped and draped in the usual sterile fashion. The team participated in a time-out where the patient and planned procedure were agreed upon. We began our procedure by making a midline incision that encompassed the prior upper midline scar and carried the incision down periumbilically. We began our dissection at the superior aspect of the incision until apparent healthy fascia could be identified. In this portion of the incision, we identified a hernia defect in the upper midline just to the left of the midline with protuberant omentum. We then continued the dissection at the level of the umbilicus until we identified the periumbilical hernia. We continued dissection, freeing up the suprafascial plane until the fascial defects could all be identified. We then examined the fascia and noted 3 fascial defects. There was a small defect supraumbilical to the left of midline and a second defect just to the right of midline inferior to that and, additionally, a periumbilical defect. We then continued to mobilize the fascia off the underlying omentum laterally on either side transecting the fascia as we proceeded superior to inferiorly and then inferiorly to superiorly to connect the 2 dissections. We were then able to locate the prior previously placed mesh in the midline. It was adherent to underlying omentum. This was dissected free from the underlying omentum using clamps and 2-0 vicryl ties to control any bleeding from the omentum. The fascia laterally on the left was then transected and the mesh with the adherent omentum was passed off the table as a specimen. We then inspected our fascial edges and raised both suprafascial flaps raising the subcutaneous tissue off the fascia circumferentially to isolate approximately 1-2 cm of healthy fascia circumferentially. We then continued our dissection subfascially and there was very little adhesions underlying this. We just visualized omentum and no bowel was adherent. We then trimmed the fascial edges with bovie electrocautery back to healthy fascia and measured the defect to be 8 x 8 cm. The defect appeared to be too large to reapproximate the fascia primarily and we elected to perform a mesh repair. We selected the gore dualmesh. It was 15 x 24 cm mesh. It was trimmed to 14 x 14 cm and then placed in a subfascial location. We proceeded to place tacking sutures circumferentially in a north-south and east-west position with interrupted 0 prolene sutures. We placed 2 sutures between each of our 4 north-south east-west sutures and we pulled up on the sutures and noted no undue tension or space between our sutures. We then secured the sutures circumferentially and the mesh was noted to lie in an appropriate position. The wound was copiously irrigated with normal saline. We then closed the incision in layers. We first approximated the deep subcutaneous layer with interrupted 3-0 vicryl sutures. We then approximated the deep dermal layer with interrupted 3-0 vicryl sutures. The skin was then approximated with staples. A xeroform and sterile gauze dressing were applied. The patient was then awoken from anesthesia and extubated and transferred to the pacu in stable condition. An abdominal binder was placed. Dr. (B)(6) was present and scrubbed for the entirety of the procedure. All instrument and sponge counts were correct at the end of the case.¿ on (B)(6) 2011: (B)(6) medical center. (B)(6) . Brief op note. Preoperative diagnosis: ventral incisional hernia. Post operative diagnosis: ventral incisional hernia x3. Implants: gore dual mesh trimmed to 14x14 cm. Specimens removed: yes. Sent to lab for analysis: yes. Complications: none. Operative findings: ¿two small supraumbilical hernias with incarcerated omentum and periumbilical hernia defect. Prior mesh adherent in midline, excised in entirety. Fascial edges trimmed back to healthy fascia. Final fascial defect measured 8x8 cm. Underlay mesh repair with 14x14 cm gore dual mesh tacked in place with prolene. Incision closed in layers.¿ disposition: recovered in pacu. Admitted to floor. Dr. (B)(6) was present for the critical portions of the procedure. On (B)(6) 2011: (B)(6) medical center. (B)(6) . Operative report-ventral incisional hernia registry. Patient name: (B)(6) . Ssn: (B)(6) . Date of operation: (B)(6) 2011. Facility: (B)(6) . Surgeon: dr (B)(6) . Presentation: uncomplicated. Type of surgery: elective. Primary/secondary operation: primary intervention (surgery is for hernia). Type of hernia: third hernia operation-previous repair with mesh: yes. Operation: open. Defects: number of defects: 1. Total vertical length (cms) 8. Total horizontal length (cms) 8. Concomitant procedure: no. Enterotomy during procedure: no. Type of repair: mesh placement. Mesh type (specify): gore dual mesh. Mesh size: length: 14cm. Width: 14cm. Mesh location: sublay. Mesh fixation: suture type: non absorbable. Mesh to fascia overlap (cms) 3. Additional procedures: drain: no. Patient characteristics: body mass index- (B)(6) 2012 @10:53:44 43.6. Weight: 325 lb [147.7 kg] ((B)(6) 202012 10:53). Smoking history: has not smoked in the past year prior to surgery. Albumin (B)(6) 2012 10:03 3.6. Antibiotic prophylaxis: yes. Type: cephazolin. Dosage: 2gm IV. Aspirin within 7 days: no. Dvt prophylaxis: yes. Sequential compressive devices. Anticoagulation therapy within 7 days of surgery: no. Diabetic: no. Immunosuppression: no. Pre-operative wound classification: clean. Post-operative wound classification: clean. Other comments/documentation: prior polyprolene mesh plug removed (supraumbilical). Final fascial defect of 8x8 cm. On (B)(6) 2011: (B)(6) medical center. Implant record. Expiration date: oct 2013. Vendor: gor. Model: 1dlmcp06. Lot/serial #: (B)(6) . Size: 15x24. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/8634133) was implanted during the procedure. On (B)(6) 2011: (B)(6) medical center. (B)(6), md. Pathology report. Accession #: (B)(4). Specimen: a) previous mesh with adherent omentum. B) hernia sac. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Gross description: a) previous mesh with adherent omentum: received in formalin, the specimen consists of fibroadipose tissue measuring 8.5 x 6.0 x 2.2 cm. No sections are submitted. B) hernia sac: received in formalin, the specimen consists of fibromembranous and adipose tissue measuring 4.5 x 3.0 x 0.5 cm. No sections are submitted. Gross diagnoses: a) previous mesh with adherent omentum: fibroadipose tissue and mesh. B) hernia sac: hernia sac. On (B)(6) 2011: (B)(6) medical center. (B)(6) . Physician orders. Limit activity, no lifting over 10 pounds. Abdominal binder when upright/ambulating. Shower in 48 hours and remove outer dressing. On (B)(6) 2011: (B)(6) medical center. Discharge instructions. Activity: take it easy rest of day. Do a little more each day as you feel able. Try to stand as straight as possible: don¿t hunch over. Do not have sex if hurts. Do not lift objects over 10 pounds for 4 weeks. Men: wear an athletic supporter or briefs for 5-7 days as needed (if needed). Bandage and incision care: do not get bandage, wound wet for 48 hours. You may place another dressing on to cover incision/staples as needed. On (B)(6) 2011: (B)(6) medical center. (B)(6) , pa-c. Office notes. Here to have incision checked, worried about some staples. Taking a stool softener but has needed larger number of percocet. Did take #16 total/24 hours, advised this is an excessive amount of tylenol. Ventral incision looks good, staples intact, large amount ecchymosis. Impression/plan: doing well. Continue with precautions with coughing, laughing, sitting, lying, getting up. On (B)(6) 2011: (B)(6) medical center. (B)(6) . Office notes. Routine wound check, staple removal. Approximately 10 days status post open mesh repair of recurrent supra-umbilical incisional/umbilical hernia. On exploration we found 3 separate fascial defects. All were connected and required complete removal of a balled up piece of previously placed polypropelene mesh. A gore dulay mesh underlay was then placed (14 x 14 cm, secured circumfer with proline suture). He is very pleased with recovery. Was seen in rutland primary care on pod#3 with concerns of hernia disruption after coughing-examined and deemed no post-operative surgical complications. Has been wearing binder. Abdomen: well approximated midline stapled incision. Small seroma. All staples removed today. Plan: increase activity with common sense with ongoing lifting restriction. Follow-up as needed. Very pleased with operative experience. On (B)(6) 2018: (B)(6) general surgery. (B)(6), md. Office notes. We obtained CT scan. I cannot tell where the previous ventral hernia patch was in place, but does have large ventral hernia defect with protrusion of a lot of bowel and intraabdominal contents. Continues to cause discomfort, increasing over the years. Wears abdominal binder but not to great effect. Would like to have this repaired. Abdomen: protuberant. When lies supine, hernia is reducible with a probably 12 cm fascial gap from one side to the other. Impression: ventral hernia. Attempts to repair performed previously. I believe to bridge that gap, bring tissues together, will need lateral release of external obliques and consequently a bilateral endoscopic component separation to release obliques, should give the laxity to bring midline together and place underlay patch. May have to remove previous mesh and placement of a new mesh, but the intent would be to place an underlay mesh, close fascia in midline. He should expect a long, slow return to all activities. ??/??/??: [missing records: records for the CT scan showing the ¿large ventral hernia defect with protrusion of a lot of bowel and intraabdominal contents¿ were not provided.] On (B)(6) 2018: (B)(6) health center. (B)(6) , pa-c. Office notes. Pre-op clearance exam. Hernia repair. Understands he needs to take it easy after surgery, no lifting, straining. Impression: no risks noted to delay surgery. Patient understands and agrees with treatment plan. On (B)(6) 2018: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: large recurrent ventral hernia. Postoperative diagnosis: large recurrent ventral hernia. Procedures: bilateral endoscopic component separation; removal of previous ventral hernia mesh; lysis of adhesions; ventral herniorrhaphy with underlay 25 x 15 cm ventralex mesh and overlying fascial closure; bilateral ultrasound-guided transversus abdominis plane blocks using 15 ml of 0.5% bupivacaine on each side. Indications: large gentleman with multiple previous ventral hernia repairs, the last of which has recurred. It has been a number of years since that repair has been performed. It causes some discomfort. It has become quite protuberant and increasingly large. ¿very large gentleman. Bilateral endoscopic component separation was performed making linear incisions using a harmonic scalp in the external oblique fascia from the costal margin down through almost to the inguinal canal on each side. This was performed to release the external oblique for primary closure of the midline fascia. Previous composite gore-tex mesh in the hernia sac affixed to the subcutaneous tissues, but no longer attached to the fascia. It was removed. The hernia sac was removed. A lysis of adhesions performed to mobilize the tissues from the hernia sac back into the peritoneal cavity. A 25 x 15 ventralex patch was then used as an underlay patch on the posterior fascia, and the overlying midline fascia was closed over it.¿ operative procedure: ¿after general anesthesia induction and endotracheal tube intubation with the patient in the supine position, the abdomen was prepped and draped in sterile fashion. First on the left side and then on the right using ultrasound guidance, the transversus abdominis plane was visualized and a 4-inch spinal needle was placed under direct vision into that space with injection first on the left and then on the right of 15 ml of 0.5% bupivacaine. At the completion of that portion of the procedure, the abdomen was then re-prepped and draped in a sterile fashion. Beginning on the right side, local anesthetic was infiltrated. A small incision made in the right upper quadrant just anterior to the 12th rib. The underlying subcutaneous tissue was dissected down through to the external oblique fascia which was incised transversely entering the space between the external oblique fashion and the internal oblique fascia. Using a blue inflating device and some blunt dissection, the plane between the external oblique fascia and the internal oblique fascia was matured. A trocar was then advanced through that opening into that space, which was insufflated with air. A second incision was made in the right lower quadrant just in front of the anterior superior iliac spine and a 5 mm trocar was placed under direct vision into that space. Using harmonic scalpel, the external oblique fascia just lateral to the edge of the rectus muscle was incised along with some subcutaneous tissues to provide laxity to the fascia for the component separation. Thankfully, there was minimal bleeding. At the completion of this, these trocars were removed and a 10-french jp was placed into that space through the lowermost trocar site and sutured the skin with a 4-0 nylon. The fascial defect at the upper trocar site was closed with interrupted stitches of #0 vicryl. The skin was closed with staples. In a likewise fashion on the left, the same procedure was performed. Entering the space anterior to the 12th rib through the external oblique fascia in the plane with blunt dissection and a balloon inflatable device. A 2nd trocar was placed in the left lower quadrant. Then in a similar fashion, the external oblique fascia was incised using a harmonic scalpel device from the costal edge down through almost to the inguinal region. Mobilizing that and some of the subcutaneous tissues. A drain was placed in the left space in a similar fashion to the lowermost trocar site. The fascial defect at the uppermost trocar site was then again also closed with interrupted stitches of #0 vicryl. Staples were used to close the skin. At completion of this, I then made a longitudinal incision in the midline. The underlying subcutaneous tissue was dissected down through to the hernia sac which was slowly and circumferentially dissected free from the tissues down to the fascia and entered. The old gore-tex mesh was visible and was really attached into the sac, but not really attached to the surrounding fascia. It and the sutures that previously affixed in place were removed. The hernia sac was completely excised. The fascial edges were identified circumferentially. I determined a 25 x 15 cm ventralex patch would be sufficient for the repair. The mesh side was placed against the posterior fascia and the shiny side against the bowel. Using multiple interrupted u-stitches of #0 prolene, it was affixed transvaginally [sic] circumferentially, while at the same time closing the midline fascia to remove any laxity. This allowed for 4-5 cm of underlay of the patch from the edge of the fascia circumferentially. At the completion of this, the midline fascia was closed with multiple interrupted figure-of-eight stitches of #0 prolene. Hemostasis was attained with bovie cautery. At the completion of that there was a nice flat repair. There was complete coverage of the patch. Subcutaneous tissues were then closed with interrupted stitches of 2-0 vicryl. The skin was closed with staples and covered with an aquacel dressing. Jp drains were placed to closed bulb suction. Sterile dressing was placed around the exit site. An abdominal binder was placed around the abdomen. The procedure ended. Instrument and sponge count were correct at the end of the procedure.¿ case classification: this is a clean case, for which the patient received 3 g of kefzol [antibiotic] prior to the start of the procedure and continued that postoperatively, given the placement of the large patch and the dissection involved. The patient had scds [sequential compression device] throughout the entire procedure. Disposition/condition: ¿the patient was awakened in the or and taken to the post anesthesia care unit in good condition.¿ on (B)(6) 2018: (B)(6) medical center. Implant record. Mesh symbotex 25x15cm. Manufacturer: covidien. Site: abdomen. On (B)(6) 2018: (B)(6) medical center. (B)(6), md. Pathology report. Accession #: (B)(4). Diagnosis: ventral hernia sac and removed mesh, excision: hernia sac. Mesh identified. Gross description: received in formalin labeled ¿ventral hernia sac and removed mesh¿ is a resection of pink fibromembranous tissue, 34.6 x 5.5 x 0.3 cm and synthetic mesh with adherent fibroadipose tissue, 11.4 x 7.2 x 2.4 cm. Representative tissue from the hernia sac is submitted as 1a-1b. Source: ventral hernia sac and removed mesh. Clinical information: frozen section: no. Clinical history: ventral hernia. On (B)(6) 2018: (B)(6) general surgery. (B)(6) , pa-c. Discharge summary. Hospital course: postop day 2, right-sided drain removed, given new abdominal binder. Encouraged to continue activity level as tolerated. Discharged home after drain teaching. Activity: should restrict activity no heavy lifting. On (B)(6) 2018: (B)(6) general surgery. (B)(6) , pa-c. Office notes. Abdomen: lateral incision sites with staples, well approximated. Midline incision with aquacel in place to stay for 5 days total. Jp drain. Impression/plan: jp drain having too much output to be removed today. On (B)(6) 2018: (B)(6) general surgery. (B)(6) , pa-c. Office notes. Doing well. Amount of drainage is still too high to safely remove jp drain. Abdomen: incision sites well approximated with staples in place. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions . H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8634133 . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral/incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.